Event description:
Procedure: colectomy. According to the reporter: on the 4th firing, staples did not form properly and the instrument made a strange firing sound. The sulu could be fired but not completely. Additional tissue was resected to complete the procedure.